Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample for evaluation. Bd received one unused q-syte unit within an undamaged sealed package from lot number 7301746. Through the visual/microscopic evaluation the septum of the q-syte displayed a yellow tint or discoloration. There were no other anomalies or damage observed with the q-syte unit. The package was then leak tested to observe for breaches in the seal and sterility of the product. There were no leaks in the packaging, thus confirming the sterility of the product was not compromised. Although the reported issue was confirmed, it could not be determined if the discoloration resulted from the manufacturing of the device or from the user environment regarding storage of the unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that discoloration occurred before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "the nurse found that the septum of q-syte was yellow discolored when the package was going to open".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration occurred before use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "the nurse found that the septum of q-syte was yellow discolored when the package was going to open".